Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record (DHR) review is not required. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately two years post filter deployment, CT revealed the filter was tilted anteriorly with its cone lying on the wall of the ivc possibly embedded within it and legs of the filter have penetrated through the wall of the ivc in to the pericaval/mesenteric fat. Therefore, the investigation is confirmed for filter tilt and perforation of the ivc. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 04/2018).

Event description:
It was reported through the litigation process that a vena cava filter was deployed successfully, the reason for the filter deployment was not provided. At some time post filter deployment it was alleged that the filter tilted and perforated through the ivc. The patient reportedly experienced abdominal pain; however, the current status of the patient is unknown.